Event description:
It was reported that while removing the leopard inserter from implant, the tip of the inserter broke off. The surgeon was unable to locate the piece using fluoroscopy. If the piece was left in the implant it is not likely to migrate.